Event description:
Patient had cardiac cath lab procedure. When removing balloon over wire, the balloon became stuck inside guide and could not be removed. The guide cath had to be removed with everything inside. Device was removed and intact. No reported harm.